Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the atrial lead exhibited lead noise that led to oversensing causing pacing inhibition. Noise was reproduced by isometrics. The patient was scheduled for a lead replacement. During the procedure, insulation deterioration was noted on the lead. The lead was explanted and replaced. The patient was in stable condition post-procedure.